Event description:
Consumer via phone stated that the oral-b toothbrush heads they got for their single battery oral-b toothbrush fit at first, but started to pop off in their mouth. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.